Manufacturer narrative:
The pump passed the self test, displacement test and active current measurement. However, the pump had a high sleep current measurement. The pump was monitored and no pump error 25 alarm noted. Successfully downloaded history files and traces using thump. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Power management graph was successfully generated. The pump trace download analysis confirmed the pump alarmed pump error 25, replace battery alert/replace battery now alarm, failed battery alert/battery failed alarm and power loss alarm noted. Insert battery alarm was recorded and found in the formatted history file on: 04/25/2023 08:16:37.000, 04/25/2023 08:21:13.000, 04/25/2023 11:00:57.000, 04/25/2023 14:16:00.000, 04/25/2023 14:16:18.000, 04/26/2023 06:36:44.000, 04/26/2023 07:52:02.000, 04/26/2023 08:02:00.000. Replace battery alert was recorded and found in the formatted history file on: 04/25/2023 08:00:00.000, 04/25/2023 11:00:00.000, 04/26/2023 06:00:00.000, 04/26/2023 08:00:00.000. Pump error 25 alarm was recorded and found in the formatted history file on: 04/25/2023 14:00:00.000, 04/25/2023 14:10:00.000, 04/26/2023 12:00:00.000, 04/26/2023 16:00:00.000, 04/26/2023 20:00:00.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: 04/26/2023 20:00:00.000. Replace battery now alarm was recorded and found in the formatted history file on: 04/26/2023 20:00:00.000. Power loss alarm was recorded and found in the formatted history file on: 04/26/2023 08:04:24.000. The power management tool confirmed pump error 25 alarm, replace battery alert/replace battery now alarm, failed battery alert/battery failed alarm, power loss alarm and high sleep current measurement (unexpected battery power loss) were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb1. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Please see below for pump errors/alarms noted 1 week prior to the event date 26-apr-2023 in the formatted history file.  Sensor expired alert (794) was recorded and found in the formatted history file on: 04/20/2023 05:01:53.000. Lost sensor1 alert (780) was recorded and found in the formatted history file on: 04/20/2023 05:40:00.000. Lost sensor2 alert (781) was recorded and found in the formatted history file on: 04/20/2023 05:56:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor expired alert, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: 04/21/2023 09:42:41.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 04/21/2023 09:44:03.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 04/21/2023 09:53:37.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 04/21/2023 16:49:37.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 04/21/2023 16:59:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 04/21/2023 17:34:31.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 04/22/2023 08:00:37.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 04/22/2023 14:29:29.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 04/22/2023 14:39:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 04/23/2023 00:59:31.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 04/23/2023 09:08:23.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a pillowing keypad overlay, a keypad overlay texture damage, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Pump error 25 alarm, replace battery alert/replace battery now alarm, failed battery alert/battery failed alarm, power loss alarm and high sleep current measurement (unexpected battery power loss) were confirmed due to connector resistance j6/pcb1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 25 alarm-¿this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running''. Troubleshooting was performed. The customer was able to clear the alarm successfully and stated that the pump rewind was completed. The customer will discontinue using the insulin pump and the insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.